Event description:
Patient underwent left total knee on (B)(6), 2012. Post surgery she failed to achieve complete pain relief stating knee "hurt all the time". Patient was seen and re-evaluated by orthopedic surgeon and underwent on (B)(6), 2014 a debridement of painful parapatellar fibrosis with polyethylene liner exchange and placement of patellar component. On (B)(6), 2014 patient was discharged home in stable condition. Manufacturer is requesting explanted device returned to them for evaluation.